Manufacturer narrative:
The results of the investigation are inconclusive since the device and the leads were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several automatic mode switch (ams) episodes were noted due to noise on the atrial channel. Oversensing and a decrease in sensing value were also noted on the right ventricular (rv) lead. The physician preferred to continue to monitor the patient by follow-up. The patient was in stable condition. Related manufacturer report number: 2017865-2017-05742, 2938836-2017-29991.